Manufacturer narrative:
Of the 4 allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cloudy issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-77 years of age and between 34 and 115 pounds. Of the reported patients, 1 was a male and 3 were females.